Event description:
Central lines placed with right internal jugular position, first a 9 french cordis introducer and then a 3 lumen catheter. Modified "sel armigee" technique was performed for both procedures. Pt became hypotensive - was noted to have developed a pericardial effusion as echocardiography was also being done. Then incision was made - noted to have tip of triple lumen catheter and introducer penetrated into pericardium.